Event description:
The customer reported that the pump turns on and off by itself. The hospital representative stated that there was no report of patient incident since the last baxter service event. No additional contacts were provided. Information was not provided regarding whether or not the pump was in patient use when the reported condition was found. Attempts were made to obtain extra any information regarding patient demographics, medication involved, or device programming but no additional details are known.